Event description:
Pdc received a call on (B)(6) 2014 reporting a medical intervention that occurred on (B)(6) 2014 at 7 pm. Pt (B)(6) was found unconscious, slouched over a couch by a home care person. The reading on the prodigy meter at the time of the event was 182mg/dl. Paramedics were call approximately 5 minutes after testing was performed with the prodigy meter. Upon their arrival, paramedics performed a glucose test using their meter with a result of 25 mg/dl. Approximately 10-15 minutes passed between testing with the prodigy meter and paramedic's meter. IV was administered by paramedics before transporting pt to emergency room. Pt was administered a glucose liquid to drink and ice cream at emergency room. Pt's glucose reading upon discharge from emergency room was 162 mg/dl. Pt's total stay in emergency room was 3 hours. Pdc sent replacement and prepaid envelope requesting return of suspect device.